Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual devices were not available; however, two photographs of the sample and two retained sample were evaluated. Visual inspection was performed on the photograph of the sample and unidentified particles inside the tubes were observed. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. The two retention samples underwent air passage test and no blockages were found; additionally, a functional test was performed on the retention samples where the sets were loaded into an infusion pump, and the flow of liquid was observed throughout the sets with no issues. A check of the solution during the priming and infusion process was performed and no particulates were detected. The reported condition was verified on the photo samples; however, the issue was not verified on the retention samples. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution administration sets had particulate matter; the material appeared to be plastic within the tubing. This was observed during patient infusion with a chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.